Event description:
During use of an ethicon vicryl plus 4-0 suture on an fs-2 reverse cutting needle, the needle broke in half with the loose portion initially buried and then retrieved from the patient's tissue/skin. Diagnosis or reason for use: surgical skin closure.